Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -9.0/1.5/94 (sphere/cylinder/axis), was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was intraoperatively implanted, removed, and replaced for a shorter length lens due to excessive vault. The problem was resolved.